Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Post device deployment, the patient had a drop in blood pressure to 74/40mmhg. An effusion sweep was performed and the patient did have a small effusion. The procedure went smoothly with one device, one deployment and a good result. The only concern was the transeptal access was complicated. The physician had a hard time getting in the superior vena cava, decided to use a 16f long sheath to help with control and then still ended up crossing through the patent foramen ovale channel. A non-boston scientific guidewire was used for the sheath exchange. The effusion measured at .835cm and was stable after protamine was given. The patient's vitals remained stable after the initial drop and treatment of fluids and pressers. A watch and wait approach was taken for this patient and the patient is still hospitalized at this time.